Manufacturer narrative:
The reported events of device migration and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the product details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a week after implantation, implant was in the anterior chamber, possible because of the rubbing of the right eye. Iop has increased to 30 mmhg and xen was found in prolapse in the anterior chamber 4 mm, only 1 mm under the conjunctiva. Patient was treated with drops. An attempt was made to pull back the implant through the conjunctiva but unsuccessful. The device has been explanted and replaced with a new xen®45 gts. The events have been resolved. Physician does not know the causality but believed it was due to thin sclera and high myopia.